Event description:
Difficulty inserting well-lubricated 16 french foley catheter. It was gently inserted into the bladder and got return of clear urine. The balloon was inflated with 5 cc sterile water, however, it was slightly stiff and the catheter would not pull back. Removed catheter and got blood back also. Reinserted 12 french foley catheter without difficulty. Inflated 5 cc into balloon. Urine was tinged with blood.